Manufacturer narrative:
An event regarding glass shattering of a simplex liquid ampoule was reported. The event was not confirmed. Visual inspection and functional testing was completed on the returned ampoules tested from the reported lot. No unusual characteristics were observed and the plastic crackers were present on the ampoules. Clean breaks were observed with all tested ampoules with no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. The devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Ampule from cement shattered into mixing bowl.